Manufacturer narrative:
Results: the velocity delivery microcatheter (velocity) was fractured approximately 123.0 cm from the hub. Conclusions: evaluation of the returned device revealed it was fractured. This type of damage typically occurs due to improper handling during removal from the packaging. If the velocity is removed from the packaging hoop forcefully at an angle, damage such as this may occur. These devices are 100% visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a medical procedure using a velocity delivery microcatheter (velocity). Upon removal from the packaging, the velocity was found broken and was not used. The procedure successfully continued using a new velocity.